Event description:
It was reported that the pump shutdown while the battery was being charged. There was no reported adverse impact to customer's blood glucose. Customer plugged pump into a power source, and it turned back on. Customer resumed pump therapy.